Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Diabetes educator reported the hospitalization due to diabetes ketoacidosis. Caller stated that this has happened more than once. Customer has issues with her memory and is no longer using the insulin pump. The blood glucose reading at the time of the event was 859 mg/dl. Nothing further reported.